Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer representative that she had intermittent stimulation. The patient had pain in her buttocks which was not helped by the implant and she had not used it in the last couple of weeks. The patient's original complaint that she was implanted for was leg pain which the stimulator had resolved for her. The patient stated that she had numerous falls for the past three years. Impedance testing revealed several contacts in the 0-7 electrode that were greater than 20000 ohms and subsequently greater than 40000 ohms. Several of those contacts were used in her active program. Reprogramming around the issues resulted in some coverage in the correct area. It was unknown if the issue was resolved at the time of the report. The indication for use was non-malignant pain. If additional information is received a follow-up report will be sent.